Event description:
The customer indicated the leg extension was very difficult to remove. No reports of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The leg extensions were cleaned. The system was then found to be working as intended.